Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors tip cover fell off in patient during instrument removal. The tip cover was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the instrument was inspected prior to use and there was no damage. The instrument was being removed when the tip cover fell. The tip cover was removed through the vaginal cuff prior to closure. There were no issues with the functionality of the monopolar curved scissors (mcs) instrument. It is unknown if there was an instrument collision. A reducer was not used. There was no issue removing the tip cover nor any damage on the tip cover or mcs instrument. It is unknown if the instrument tip was straightened out prior to removal and it is unknown how long the instrument was in use. The mcs tip cover was properly installed; there was no orange part visible, the installation tool was used, and no electrolube was used. The procedure was completed robotically by installing a new mcs tip cover. The mcs instrument and tip cover will not be returned to isi. The tip cover was discarded.

Manufacturer narrative:
The monopolar curved scissors instrument and tip cover accessory were requested to be returned for analysis, but will not be returned by site. The tip cover has been discarded by site after completion of the procedure. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. No image or procedure video was provided for review. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci procedure, the monopolar curved scissors tip cover fell off into patient. The tip cover was retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Insufficient product information was provided in order to obtain the date of manufacture.